Manufacturer narrative:
(B)(4). Exemption number 1997036. The total number of events being summarized is: 19,744. Summary of the investigation results for malfunction. Number of events being summarized 198. Addressing of events: implant fracture (at placement), implant fracture (at placement): the complaints associated with implant fracture have been investigated via a thorough DHR review, dimensional and visual inspection of retained sample and/or visual inspection of returned product if available. Product issues associated with this event are not identified by the investigation. Remedial action is not required at this point. The sequence of the conditions that led to a fractured implant could be multiple variables such as surgical mistake, and lack or loss of sufficient bone support. The implant fracture rate is monitored to ensure that performance of the product in the market is consistent with historical and expected performance.

Event description:
Dental implant fractured at placement. Customer contacted three times to get missing information without success. The nature of this 3500a report and the additional alternative summary reports being summarized for this reporting quarter, are malfunctions. This report summarizes 198 reported malfunction type of events.